Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. Customer treated with insulin pump and manual injection. The insulin pump had battery out limit alarm. Customer was able to successfully clear the alarm. Customer did not received a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. This was the second occurrence of replace battery alert, replace battery alarm, or off no power without a low battery warning. The insulin pump will be returned for analysis.